Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, he clamped the tissue and pushed the green firing button, however he could not fire the device. The surgeon opened the jaws for re-clamping the tissue ,however the status indicators turned blue illumination. They replaced the reload and connected to the original adapter, then the firing was completed with no problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.